Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensing by the patient's device leading to pacing inhibition and asystole greater than two seconds. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.